Manufacturer narrative:
Product analysis: inability to calibrate was unable to be confirmed. The programmer was calibrated successfully, using a calibration disk. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated to the display. It was noted that the calibration disk was used, but the issue persisted. The programmer was returned for service. There was no patient involvement.